Event description:
The device evaluation identified damaged upstream occlusion sensor. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of, missing / broken battery separator was not confirmed. Visual and functional testing was performed. Upon further investigation, it was found that upstream occlusion (uso) sensor. The uso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.